Manufacturer narrative:
Additional information: h3, h6, h10. H10: the device evaluation was completed. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The white luer adapter of the cassette was hand removed from the female connector of the transfer set with no issues noted. Functional tests which included leak and clear passage were performed with no issues noted. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the patient line of an amia cassette would not disconnect from the female connector of a minicap transfer set. This occurred during use of the devices for peritoneal dialysis therapy. The patient had to clamp the lines and cut off the patient line. There was no patient injury or medical intervention associated with this event. No additional information is available.